Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market study, the scope cultured positive for gram negative rod streptcoccus anginosus/s. Intermedius after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The scope was forwarded to an independent laboratory for sterilization and then returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility and observed the processing all technicians perform reprocessing of the tjf 180 & tjf 160vf scopes. No deviations from the process were observed. The scope was sent to an external expert for destructive sample testing. The external experts provided the results and the summary of the report is the following: the destructive sampling identified klebsiella oxytoca/e.coli that is categorized as high concern organisms. None of the organisms was not identified in the initial sampling. Additionally the external expert observed the following during destructive sampling: bleaching of the glue of the bending section and around the objective lens. Missing part of glue around the objective lens and the air/ water nozzle. Damaged glue around the objective lens and light guide lens. Detachment of glue around the air/ water nozzle. The cause of the reported positive culture cannot be determined as the investigation is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge to reprocess the subject scope. Based on the investigations, the glue condition due to insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.